Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unresponsive buttons. The customer blood glucose level was unknown. Customer also stated that insulin pump was slower during rewind and received random no delivery alarm. Customer stated that plastic corner on battery compartment was broke off. The device will not be return for analysis.

Manufacturer narrative:
Device received with broken battery tube thread noted. All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test and self test. No anomaly noted during testing.